Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified obtuse marginal artery. The taxus liberte' 2.50x28mm drug eluting stent was advanced but was unable to cross the lesion. No patient injuries or complications were occurred. Product analysis confirmed that there was damage to the stent and the shaft was elongated.

Manufacturer narrative:
Device analysis found that the condition of the returned device was consistent with the complaint reported. Initial visual examination of the returned unit revealed stent damage. The entire length of the stent was damaged. This type of damage is consistent with the device encountering some form of restriction during the procedure. The stent had moved distally on the balloon towards the tip. Visual examination revealed that the midshaft of the catheter was stretched 2cm proximal to the port region. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.